Manufacturer narrative:
(B)(4).

Event description:
It was reported that following completion of a transcatheter aortic valve implantation (tavi) procedure and during large-bore closure of the right common femoral arteriotomy, the operating interventional cardiologist observed that the manta sheath membrane was excessively stiff. As a result, the manta bypass tube could not be advanced into the manta sheath due to significant resistance. No additional medical intervention was required beyond removal of the initial manta device (sheath and bypass tube). A second 14 fr manta device was subsequently deployed over a standard j-tip guidewire, and immediate hemostasis was achieved without complication. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine.

Event description:
It was reported that following completion of a transcatheter aortic valve implantation (tavi) procedure and during large-bore closure of the right common femoral arteriotomy, the operating interventional cardiologist observed that the manta sheath membrane was excessively stiff. As a result, the manta bypass tube could not be advanced into the manta sheath due to significant resistance. No additional medical intervention was required beyond removal of the initial manta device (sheath and bypass tube). A second 14 fr manta device was subsequently deployed over a standard j-tip guidewire, and immediate hemostasis was achieved without complication. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The complaint of bypass tube resistance was confirmed through investigation of the returned sample. The customer returned one 14fr m anta device for analysis. Visual analysis revealed the button valve was displaced from its intended position. The valve was pushed much further into the sheath. This was likely caused by pushing against resistance during insertion of the bypass tube into the sheath. Kinks were observed on the manta lumen and the manta sheath body. The button valve was removed and passed dimensional testing. The sheath was reassembled and functionally tested with the manta. Severe resistance was experienced. A device history record review was performed, and no relevant findings were identified. Additional information indicated that there were no issues with advancing or withdrawing procedure sheaths. The entire manta sheath was removed, and a new sheath was placed for the second manta deployment. There was no buckling or bending of the bypass tube when it met resistance. Severe resistance was met when advancing the bypass tube. No issues with the second manta. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit.